Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top and bottom in excellent condition and no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection power up and occlusion testing were performed. Investigation unable to duplicate " primary audible alarm post /bgnd test" problem and the pump j9 connector was fully seated and found no glue was applied to the connector. According to the investigation, the background self-test sensed no current flowing in the primary speaker and no external damage or contamination to interconnect board or speaker or main pc board. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Investigator?s replaced speaker as preventive measure, replace main pc board and power up process and all the functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited acu watchdog failure, primary audible alarm, post primary audible alarm bgnd post and flash memory error. No reported adverse effects.